Event description:
It was reported that the pt was "ok" for about a year. Pain started a year later and it has progressively increased. Pt has difficulty walking. Nothing relieves the pain. Pt has had cortisone injections but nothing has helped her.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.